Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the tubing between the pump and right cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the tubing between the pump and right cylinder . No patient complications were reported.

Manufacturer narrative:
Corrected data: suspected medical device d4 device details and d10 concomitant devices upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was functionally tested, microscopically examined, and leak tested. The pump did not pass the activation tests. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The reported tube hole/perforation allegation could not be confirmed. Based on the information available and analysis results, the reported issue that the device did not work as expected was confirmed and the cause was traced to component failure.